Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave inaccurate readings. The blood glucose reading was 158 mg/dl while the sensor glucose reading was 53 mg/dl. The sensor glucose graph was not trending in the same direction as the blood glucose. She reported that there was no blood at the site but that there was blood in the sensor. She stated that there were no signs of infection but there was some irritation. Nothing further was reported.